Event description:
It was reported that a balloon length was longer than expected. A nc emerge balloon was selected for treatment. The emerge balloon was advanced to dilate the left main lesion and the balloon was inflated. While viewing the emerge balloon during an angiogram, the balloon length appeared to be significantly longer than 8mm. The procedure was successfully completed with another device. There were no patient complications reported in relation to this event.